Event description:
It was reported that a home patient observed a minicap with a dry sponge. The patient stated that they can see color on the bottom of the caps, but the tops of the sponges are dried out. The minicap was stored at room temperature. This event occurred before patient use. There was no patient involvement. No additional information is available. This is report 2 of 8.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured 10/3/14 ¿ 10/9/14. The device was received for evaluation. A visual inspection was performed and no issues were noted. The reported issue was not verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.